Event description:
Ous MDR - it was reported that oversensing with inappropriate shocks was observed. The lead was capped and left in patient. A new lead was implanted on (B)(6) 2019.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artifacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint text. Furthermore the pacing impedance trend curve demonstrated a stable progression around 750 ohms between august 2018 and march 2019 with a subsequent sudden increase to greater 3000 ohms. The provided x-ray images showed the lead in the implanted state. No peculiarities could be observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.